Manufacturer narrative:
Complaint no: (B)(4). The patient was reportedly a neonate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system buretrol set leaked at a joint under its upper injection site. This occurred during infusion of dextrose 10% in water (unknown manufacturer) using an unspecified pump set to an unspecified rate. The leaking solution did not contact anyone¿s skin. There were no irregularities noted with the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated therapy and an underwater leak test were performed with no defects noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.